Manufacturer narrative:
This investigation into this situation is on-going at this time. Once the investigation is completed, more details and a conclusion will be provided.

Event description:
While investigating an issue at another site, (B)(4) at other hospital sites, and it was discovered that the auto tracking value of 10cm x 10cm and 20cm x 20cm were changed compared with the values of desktop r6.0. The site was upgraded in (B)(6) 2009, and it is the only site where this problem has been identified.